Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 538 mg/dl and 400 mg/dl. The customer was treated with manual injection. The customer did not mention any symptoms related to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.